Event description:
It was reported that two weeks following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient received two inappropriate shocks. It was initially suspected that the therapies were delivered due to air entrapment post-implant, but upon further review, a morphological change was observed resulting in t-wave over-sensing. Boston scientific technical services (ts) was contacted for review and confirmed that the therapies were delivered due to a change in morphology with very low r:t ratio, resulting in the heart rate to be inaccurately calculated over the programmed tachycardia zones. Ts provided recommendations for performing a vector evaluation and an automatic set-up to assess the suitability of each vector. Additionally, it was recommended to try to reproduce the patient actions at the time of the event, as well as postural testing and isometrics. At this time, this s-ICD remains implanted and in-service. No additional adverse paitent effects were reported.